Event description:
It was reported that the pt underwent a sling procedure on 03/2005, and during dissection, the physician perforated the urethra. The physician then began to use the device wehn bleeding was noted. A urologist was called in to the procedure, the urethra was repaired, and the sling procedure was aborted. The sling procedure is to be rescheduled.